Event description:
It was reported that the deep brain stimulation (dbs) patient experienced scabbing on their head. The patient reported having traveled to warm locations; and it was surmised that the heat on her head may have caused an infection. The patient was prescribed antibiotics and underwent an explant procedure to remove the entire dbs system. Cultures taken were negative for infection.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: dbs-ipg-r-MRI upn: m365db12160 model: db-1216 serial: (B)(6) batch: 581157 product family: dbs-extension upn: m365db312855b0 model: db-3128-55b serial: (B)(6) batch: 5001914.